Manufacturer narrative:
(B)(4); a boston scientific technical services consultant discussed the clinical observations with the caller and suggested that the clinician have the patient do some arm movement/isometrics while checking impedance. The lead is thirteen years old. The caller stated that the lead measurements in both bipolar and unipolar modes were normal when testing was performed. There was no x-ray or fluoroscopy performed. The clinical observations were resolved by switching the device back to bipolar mode and running all lead tests with normal results. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to out of range pacing impedance measurements on the right ventricular (rv) channel. Weekly averages have been in the 700 ohm range and today the measurements was 420 ohms. There were no stored events with noise and no out of range measurements were found. The lss was reset. No adverse patient effects were reported.